Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics assembly or motor noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to the keypad damage. Device had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 58 mg/dl; treated with food. The customer stated that her blood glucose was initially 42 mg/dl. The air condition was on but customer was sweating when she woke up. The customer mentioned she had treated for high blood glucose level before going to bed. Blood glucose was around 240 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Most recent reading was 111 mg/dl. The insulin pump was replaced and returned for analysis.